Event description:
This lv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call placed to technical services on 07/26/2018, reported that there was some sort of placement difficulty with this lead during implant however the lead was successfully implanted. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).